Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre 2 sensor. A caller reported sensor scans of 474 mg/dl, 485 mg/dl, and ¿hi¿ (readings greater than 500 mg/dl) message which were higher than they felt. The customer came close to losing consciousness and the ambulance was called. Upon the ambulance's arrival, the customer was provided dextrose and sweetened apple juice as a treatment and no further information was provided. There was no report of death or permanent impairment associated with this event.